Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex biliary rx fully covered rmv stent was to be implanted to treat a malignant intrahepatic biliary stricture in the distal bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the wallflex biliary rx fully covered stent was deployed. The physician deployed an epic stent proximal to the wallflex biliary stent; however, after deployment of the epic stent, the wallflex stent moved from the its correct position in the bile duct into the duodenum. The wallflex stent was removed with alligator forceps and the procedure was reported to be completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.